Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2020 and an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; painful intercourse; inability to have intercourse; difficulties with bowel motions surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: adhesion removal. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: endone for the treatment of: pain management. Treatment duration: could be for the rest of my life. On (B)(6) 2021 the patient commenced other medication (please specify): antibiotics for the treatment of: uti. Treatment duration: 5 days. The patient was treated with other (not specified). On (B)(6) 2021 the patient commenced pain medication: targin for the treatment of: pain management. Treatment duration: could be forever.

Manufacturer narrative:
Block a1: meshc-20210929-9e4d2d6e. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2020 and an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; pain inter; inab inter; diff bowel. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: adhesion removal . Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: endone for the treatment of: pain management. Treatment duration: could be for the rest of my life . On (B)(6) 2021 the patient commenced other medication (please specify): antibiotics for the treatment of: uti. Treatment duration: 5 days. The patient was treated with other (please specify). On (B)(6) 2021 the patient commenced pain medication: targin for the treatment of: pain management. Treatment duration: could be forever.